Event description:
Please note: only sections containing new or corrected info have been completed. Please refer to the original (i.e. Initial) medwatch report (submitted under the same report number) for initial event info.

Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. The duett deployment was uneventful; however, it was suspected that proper balloon tension was not held during the deployment. Symptoms included mottled leg color and loss of pulses. An ultrasound and angiogram were performed and confirmed an arterial occlusion. Treatment included thrombolytic therapy and anticoagulation medication (tpa drip, heparin drip and heparin bolus). A follow-up angiogram revealed the occlusion treatment had been successful; the patient's pedal pulses and leg color also returned to normal. No further complications were reported, and the patient was released from the hospital the following day.